Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using an ilet system due to a cartridge leak that prevented insulin from entering the tubing, after which a full supply change was performed and delivery restored. Symptoms included elevated blood glucose with readings reported as ¿high¿ (>400 mg/dl). Outcomes included no medical intervention, no hospitalization, no loss of consciousness, no dka, and no assistance required beyond nonmedical help. Investigation included troubleshooting and user education. Investigation of this case revealed a leaking cartridge and confirmed that insulin was not being delivered to the user. It was concluded that the event involved high glucose associated with a cartridge leak and was resolved by replacing supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.